Manufacturer narrative:
Follow-up # 1 ¿ (09/03/2014). The patient¿s meter has been returned on 8/20/2014 and evaluated by lifescan product analysis on 8/23/2014 with the following findings: the meter passed all testing with no faults found. The reported issue could not be confirmed. A DHR (device history record) was completed on 06/13/2014 for this product and no deviations, non-conformances, or reworks were observed. If lifescan obtains additional information regarding this complaint, a follow up report will be submitted. At this time, lifescan considers this matter closed.

Event description:
On (B)(6) 2014, the lay-user/patient contacted lifescan (lfs) USA, alleging that the onetouch ultramini meter is giving an error 1 issue. The complaint was classified based on the customer care advocate (cca) documentation. 2 or 3 weeks after the issue began, the patient reportedly had symptom described as ¿shaky.¿ the patient did not deviate from his usual diabetes management with oral medication due to the alleged error 1 issue. There was no reported of any required medical intervention for acute complication of diabetes. The error 1 was not resolved with troubleshooting. The lfs product was replaced and requested back for investigation. This complaint is being reported because the patient had symptom suggestive of hypoglycemia after the issue began.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.